Event description:
It was reported that approximately 1 month post implant of a bifurcated device an infrarenal aortic extension and a suprarenal aortic extension the patient presented symptomatic. Reportedly, a computed tomography showed evidence of a rupture. The physician elected to do an open repair and explant the devices and repair with a surgical graft. The patient is in stable condition.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device was not returned for evaluation therefore not available for analysis. Medical records and computer tomography imaging were provided and reviewed by internal clinical representative with the following impression: there were adequate medical documentation and imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to this event due to: bilateral iliac angulation of > 90 degrees, and right common iliac artery stenosis of 7 mm. There were cautionary conditions for product use which might have contributed to this event such as: multiple patent lumbar arteries, and the ruptured state of the aneurysm at index. This patient's history of antiplatelet therapy increased the risk for bleeding complications, which might have contributed to this event. There was substantiating radiological evidence of: rupture both prior to and post the index procedure; stent migration intra procedure, which resulted in a right renal artery obstruction; stent migration post procedure which likely contributed to the rupture; mural thrombus in the main body; 35% dilation of the aortic cuffs, with an in-folding of the proximal cuff, which resulted in stent-in-stent separation. An endoleak ia or iiia were not clearly identified on the provided studies. There was substantiating evidence of two secondary procedures: a closure of the abdominal fascia two days post operatively for compartment syndrome at index; and, the explant and open repair of the aneurysm. The patient was discharged home on pod five without evidence of renal dysfunction. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause has been determined to be due to patient's anatomy & condition and poor procedural stent-in-stent apposition & migration.